Event description:
Report received of an incident involving a filter extension set where air was noted distal to the filter. The incident occurred on the critical care unit involving a patient on life support with multiple systems failure. The patient was receiving a continuous drip of propofol at an unspecified dosage and rate via central line. The tubing set, which consisted of an unspecified pump set with the filter extension attached, was primed manually without incidence. The reporter stated ater 5-10 minutes into the infusion air was noted distal to the filter and in the paitent line. The reporter stopped the infusion and changed out the filter extesnion set three times before no air appeared in the line and the set was reconnected to the patient. The reporter stated that there were no untoward effects to the patient. Although requested, no additional information was provided.